Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the arm. The patient had pain and discomfort at the insertion site and the mother decided to remove the sensor early. Upon sensor removal, there was a rash, redness, and an infection at the insertion site and the swelling/inflammation extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025 at 2:30 pm, they consulted a physician who performed an incision and drainage at the insertion site to help relieve the pus. No diagnostic testing was reported. The patient was prescribed unspecified topical and oral antibiotic medications for the infection. At the time of the report, the patient still had pain at the insertion site. No additional event or patient information is available.